Event description:
Pt's lip was burnt during t&a procedure while dr. Was using cautery. Dr. Felt shock and looked and saw burn on right side of upper lip. Sterile saline soaked sponge applied to lip. After procedure complete antibiotic ointment applied to lip. Burn hole noted on insulation on needle tip cautery.